Event description:
It was reported that approx one month post kidney transplant, an ultrasound guided kidney biopsy was performed. Five days post-biopsy, a subcapsular hematoma measuring 12x8x6 cm was identified, which resulted in a significant mass effect. The pt underwent surgery 24 hours later to evacuate the hematoma. The pt was reported to be stable at hospital discharge.

Manufacturer narrative:
Lot number was unk. Therefore, a mfg record review could not be performed. The device was not returned for eval as it was discarded by the user facility. The investigation is on-going.